Event description:
The baxter sales representative received a report from the facility of a colleague triple channel device which exhibited channel failure during a patient infusion of insulin (dose, rate and concentration unknown). The pump failed to alarm and the device stopped infusing. The information received on (B)(6)2009 indicates that the pump had been infusing insulin from 11 pm to 5 am. At 5 am, the nurse checked the patient's blood sugar and which was 128. At 6 am, the nurse the patient's blood sugar was 158 and the pump displayed "out of service." The uim (user interface module) software version is 5.03.00, categorized as unremediated. No additional information is available at this time.master complaint (B)(4) has been opened for the serious injury.related complaint (B)(4) has been opened for the failure to alarm.

Manufacturer narrative:
(B)(4).the pump is available and has been recevied by baxter. A follow-up report will be submitted when the evaluation results or additional information becomes available.